Manufacturer narrative:
The insulin pump failed the displacement test and it alarmed motor error during rewind due to motor encoder out of phase. The device had minor scratched lcd window, broken reservoir tube lip, cracked battery tube threads, and missing end cap sticker.

Event description:
Customer's wife reported a motor error on customer's insulin pump. Customer's blood glucose was 195 mg/dl. Customer took the device with him to an MRI. The alarm was cleared. Customer does not use the sensor feature. Customer is unable to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.